Event description:
The manufacturer received information alleging an everflo oxygen concentrator caused a fire while in patient use. The information received by the manufacturer indicated the oxygen cannula was on fire and there was a cigarette butt at the fire area. There was no report of patient harm or injury. The device was not returned to the manufacturer for evaluation. Based on the photographs provided by the (B)(4) supplier, the fire occurred external to the device. The device shows evidence of thermal damage to the external portion of the enclosure. It was reported there was evidence of a cigarette in the fire area. The patient is a known smoker. Product labeling states, " oxygen vigorously accelerates combustion and should be kept away from heat or open flames. Do not smoke, allow others to smoke or have open flames near the concentrator when in use." The manufacturer concludes the fire was caused by an external source.